Manufacturer narrative:
H10: of the 2 devices, one devices product catalog change to (unknown g2). Both devices were not returned. Therefore, the investigation of the reported event is inconclusive. The devices were labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model unk eclipse vena cava filter allegedly detached, perforated, migrated, embedded and tilted. This information was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.

Manufacturer narrative:
For the two reported events, the samples were not returned to the manufacturer for inspection/evaluation. As the lot number for two devices were not provided, a manufacturing review could not be performed. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4).

Event description:
This report summarizes two malfunction events. A review of the events indicated that model unk eclipse vena cava filter allegedly detached, perforated, migrated, embedded and tilted. These reports were received from various sources. Of the two events, involved patients with unknown reported patients injury. The patients age, weight and gender were not provided.